Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to reacing end of life (eol). Premature battery depletion was questioned. The device was explanted and successfully replaced. There were no reports of any adverse patient effects.